Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Was reported that the bd needle sftygld 25x1 rb safety mechanism broke. The following information was provided by the initial reporter: material # 305916, batch # 2287687. Verbatim: rcc received a complaint via email. Mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025, optional report to cmdsnet (health canada): incident details: while writer was administering flu vaccine in right deltoid muscle, some vaccine leaked out between needle and syringe. Needle screwed on tightly to syringe. Writer went to switch on needle safety mechanism, but same not working as the plastic part of the safety mechanism bending the needle and not covering tip of needle. Writer placed needle into sharps container immediately. Writer spoke with ahn and discussed vaccine given is ineffective and patient will require another flu dose. Writer explained same to patient and patient verbalised understanding of same and gave writer verbal consent to administer the second flu vaccine. Flu vaccine administered, no concerns, and patient tolerated same well. Patient notified to wait 15 minutes to monitor for anaphylaxis post-vaccine. Who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc, manufacturer code/model: 305916. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No.